Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the universal aseptic transfer kit housing battery case opened by itself during surgery and could not be properly locked thereafter. There was no pt harm or delay reported.